Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increasing threshold and variable pace impedance measurements over the course of several years. Upon the patient's presentation for device replacement due to normal battery depletion, the lv lead exhibited high threshold and loss of capture depending on pacing configuration. When tested via pacing system analyzer (psa) during the procedure, high out-of-range pace impedance measurements were observed in addition to noisy signals. Suspecting fracture, the existing lv lead was surgically abandoned as the physician was unable to extract it and a new lead implanted. It was reported that the patient is not pacemaker dependent and all other parameters were within normal limits and stable. No adverse patient effects were reported.